Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the pipeline device was lazy to open, as there was a noticeable "waist" in the middle segment of the ped. Multiple attempts to recapture redeliver were unsuccessful. The devices were removed. A new ped was successfully implanted without issue. The anatomy was moderate in tortuosity. The ped was used off label but by size only, as the aneurysm was smaller than 10mm. More than 50 of the device was deployed when it failed to open. The device was re-sheathed more than 2 times. The aneurysm was unruptured, saccular with a max diameter of 8mm and a neck of 5mm. The distal landing zone was 4.3mm and the proximal 4.88mm. No patient injury occurred. The devices were prepared per the instructions for use (IFU).